Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer reported the string pulled out during removal leaving the tampon inside. She was unable to remove the tampon and visited urgent care for medical assistance. The tampon was removed and she is doing well.